Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision knee, (B)(6), surgeon: mr (B)(6) 2018. This patient underwent her original surgery (B)(6) 2017, surgeon mr (B)(6). Revision for: pain. Tibial tray had not bonded with cement and was loose. The patient suffered a painful knee post surgery that didn't want to settle, so was referred to mr (B)(6) for a second opinion. Mr (B)(6) elected to do an open exploration on the (B)(6) following a series of tests, and found that the tibial tray was loose. He stated in a conversation with me today that "it came out clean, and there was no cement on the tibial component at all". All 3 attune components were removed and replaced with a zimmer/biomet product. No depuy synthes representatives were present for the revision, nor were we made aware of the case until (B)(6) 2018. Female patient initials: (B)(6).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.